Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The home patient (hp) stated that the hc machine was alarming and he noticed that the supply bag had fallen off and became disconnected. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. The tsr advised the hp to start over with new supplies or finish with manual supplies. Proper procedures per the user manual were reviewed with the hp. The tsr then advised hp to notify the nurse in the next 24 hours. The hp understood explanations, would finish with manual supplies and agreed to call nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's caregiver (cg) regarding the alarm, it was revealed that she was unsure how the bag had fallen. The cg said that the hp had continued therapy using manuals. They have not informed their nurse of the incident. The cg was strongly advised to inform their nurse of the alarm and the separation. The cg stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.